Event description:
It was reported this was a closure using the pre-close technique prior to an impella procedure. Reportedly, entrapment of the foot plate occurred. The footplate of the prostyle device would not retract and resulted in a large femoral hematoma requiring prolonged manual compression. The device was removed without intervention. The other groin was accessed and it was confirmed that no damage to the vessel occurred. Vascular surgeon was called for consultation and also confirmed no damage. The impella procedure was aborted and rescheduled for another date. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.na.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to an impella procedure. Reportedly, the lever was returned to its original position prior to device removal attempt; however, the foot did not retract. The device removed against resistance. There was a clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The prostyle device was removed against resistance. It should be noted that the electronic prostyle instructions for use (IFU), states: do not advance or withdraw the preclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle device should be avoided, as this may lead to significant vessel damage and/ or breakage of the device, which may necessitate intervention and/ or surgical removal of the device and vessel repair. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. Femoral imaging results noted calcification was present at the access site. It should be noted that the electronic perclose prostyle IFU, states: the safety and effectiveness of the perclose prostyle smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. The patient effect of hematoma is listed in the prostyle IFU as a potential adverse event associated with use of the suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effect and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.h6: added health effect impact code 4604, added medical device problem code 2017- clarifier clarifier against resistance.